Event description:
This incident was reported by (B)(6) on (B)(6) 2020. It was reported that when the dsa was used in the interventional operation, it was found that the high pressure syringe couldn't be operated after connection. This issue was reported to the medical engineering department for repair. The medical engineering department contacted the manufacturer's engineer. After inspection, it was found that there was something wrong with the high-pressure syringe linkage line. Then it was taken away by the manufacturer for repair. Patient was connected. Further correspondence provided states that the procedure was completed with a new high-pressure syringe, and that there was no harm but a delay in treatment. No contrast was used.